Manufacturer narrative:
The product was returned and the failure mode was confirmed. Dents and scratches were on the insulation. The insulation was tested for cracked/damages. The insulation failed the insulin scan test. The probable root causes are normal wear, user misuse and improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.